Event description:
It was reported that an unspecified number of spectrum iq pumps alarmed false upstream occlusion after a software upgrade. This occurred during unspecified process steps. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.